Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the main analyzer card was defective. The fse replaced the defective card, which repaired the burning smell and the clicking sound. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a burning smell and a loud clicking sound from the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.